Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined that the reported difficulties were likely due to operational context. It is likely that the lesion site which was described as moderately calcified prevent a portion of the stent from fully expanding. A review of the lot history record revealed no non-conformance's that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, moderately calcified lesion in the proximal iliac artery. Pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). A 7.0x120mm x 135cm absolute pro ll self-expanding stent system (sess) was then advanced to the lesion. During deployment, the distal end of the stent fully expanded; however, a portion of the stent's proximal end did not open completely, approximately 10% to 15%. There was no resistance noted with the thumbwheel during deployment of the stent. An unspecified bdc was advanced to the lesion and post-dilatation was performed to fully open/appose the proximal portion of the stent against the vessel wall. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.